Manufacturer narrative:
The device was received and evaluated. The exposed portion of soft cannula was found to be kinked. During leak test, fluid was found leaking through a tear on exposed portion of soft cannula where the tip of formed needle rested. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose rose to 290 mg/dl. The pod was leaking while worn on the patient's abdomen for between 4 and 24 hours. As treatment, a manual injection was administered via an insulin pen.